Manufacturer narrative:
The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. As no product was returned, the investigation could not be completed.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The initial result was 30 mg/dl. The patient was tested 5 minutes later on the same meter and the result was 65 mg/dl. These results were not believed by the operator as the patient had no low blood glucose symptoms and the patient stated his blood sugar levels have not been that low. The patient was provided a food supplement. No adverse event occurred. Quality controls were run on the meter prior to the tests and the results were within range. The customer stated the meter appears to be contaminated with control solution. The test strips were requested for investigation. The meter was replaced due to the possible contamination. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.